Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not accept the cassette. The system locked with no system message displayed.

Manufacturer narrative:
Additional information is provided. A service request (sr) was opened (B)(6) 2018. Per the sr, the customer followed up and declined service as the system was operating without any issues. The customer noted they would call back if any further issues occur. No related service calls were initiated by the customer. The system was manufactured on january 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).